Event description:
It was reported that while the patient was on vacation for thanksgiving approximately one month prior to report the ¿felt like stimulation came on.¿ it was reported the patient felt a ¿pulsating feeling¿ in their whole upper body. It was noted that at first the patient thought it was a pinched nerve in their neck but it felt like ¿their finger was in an electrical socket.¿ it was further reported the stimulation stayed on for their whole vacation. It was noted it was hard for the patient to drive because they would get zapped every time they moved. It was noted that (B)(6) 2013, the patient woke up and felt as though the stimulation had turned off. It was reported that on the day of the report the patient was sitting in a chair and felt like the stimulation turned on again. It was reported the patient was able to turn the stimulation up and down using their patient programmer and turned their stimulation off. It was reported the patient was on mild pain medications. Information omitted for related event (B)(4).

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-33, lot # v013723, implanted: (B)(6) 2007, product type lead. (B)(4).